Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The head of the device fractured, but remained together, so no pieces are missing. The device was manufactured in 2018. The product evaluation found the device to have been cross-threaded during use, which could have contributed to the failure. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during procedure, when the cap was screwed on the nail implanted on the patient the cap began to crack on the head until it was broken. Delay was not specified. No injury reported. Doctor decided to leave the nail without cap.